Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. Data was provided for investigation. The problem was confirmed. The root cause could not be determined. No injury or medical intervention was reported.